Manufacturer narrative:
The index procedure was an emergent case due to acute myocardial infarction. The target lesion was mid-distal right coronary artery. The vessel was bifurcated, flexion, and 2.5-3.0 in diameter. The lesion was de-novo, classified as a type c, and 76mm in length. Pre-dilatation was conducted. The first 2.5x18mm cypher stent was implanted at 15atm for 60 seconds. A second 2.5x18mm cypher stent was deployed at 15atm for 60 seconds proximal to the first cypher stent in overlapping fashion. A third 2.5x23mm cypher stent was implanted at 15 atms for 60 seconds proximal to the second cypher stent in overlapping fashion. A fourth 3.0x23mm cypher stent was deployed at 15atm for 60 seconds proximal to the third cypher stent in overlapping fashion. Post-dilatation and intravascular ultrasound were not conducted. The residual percent of stenosis was zero percent. Thrombolysis in myocardial infarction (timi) flow grade before the procedure was I and iii after the procedure. Activated clotting time was not measured. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of four products being reported for the same event. Please reference manufacturing reports #: 9616099-2008-00711, 9616099-2008-00713 and 9616099-2008-00715. Any additional info will be submitted within 30 days of receipt.

Event description:
The report received from the affiliate indicates that the pt experienced an acute myocardial infarction 2 1/2 yrs after cypher stents implant. The pt was brought to the hosp emergently. A coronary angiogram was performed and thrombus was observed in the cypher stent. To treat the thrombus, balloon angioplasty was conducted with a 3.0xunkmm balloon. After that, restenosis was focally observed at two points in the cypher stents. It was also treated by balloon angioplasty. The pt recovered and was discharged from the hosp two weeks later. Physician's comment: the possible cause of the thrombotic event was a small vessel diameter, long lesion, primary disease was acute myocardial infarction and the pt's insulin-dependent diabetes mellitus. Additional investigation of this event indicated that the thrombus was visualized across all four stents. It is unknown which of the four stents restenosed.